Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise. The patient is pacemaker dependent. Surgical intervention was performed and the lead was capped. It is unknown if there was any asystole and/or adverse patient effects.